Manufacturer narrative:
The sample is indicated as unavailable for evaluation. Without such evidence, the complaint cannot be confirmed and the root cause cannot be determined. If additional information is received in the future, a follow-up report will be provided.

Event description:
Propofol infusion was leaking though the stopcock without any obvious crack. Patient likely did not receive propofol infusion but other IV infusions. Stopcock had to be changed.

Manufacturer narrative:
H3 other text : placeholder.

Event description:
Follow up.